Event description:
During visit to cardiologist for checkup, was advised that battery life for pacemaker (implanted on (B)(6) 2017) had dropped from 11 years to 2 years, and would need to be replaced, necessitating surgical procedure. It was during a computer analysis of pacemaker and battery that this information came to light. Surgical replacement is currently scheduled for (B)(6) 2018. Medtronic pacemaker (and battery) with serial numbers: (B)(4) with corresponding model numbers. A2dr01, 5867as, 5076-58, 5076-52 is still implanted in my chest.